Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms. A specific cause for the alarms could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported right ventricular dysfunction (rvd) could not be conclusively established through this evaluation. The controller event log file contained events from 23dec2023 through 27dec2023. Several low flow alarms were captured on 23dec2022 and 24dec2022, which were associated with elevations in pulsatility index (pi) values. No other notable events were captured, and the pump appeared to function as intended at the set speed. A specific cause for the low flow alarms was unable to be provided; however, it was reported that the alarms resolved and the patient would be diuresed to optimize rvd. Although the rvd did not exist prior to the lvas implant, it was communicated that there was no documentation regarding if a device related issue caused/contributed to the rvd. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this IFU, ¿introduction,¿ lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during or shortly after pump implantation and outlines the associated treatment options. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log file review captured intermittent low flow events. It was later communicated that the low flows resolved, with plan for diuresis to optimize right ventricular (rv) dysfunction. The patient also was reported to have frequent non-sustained ventricular tachycardia (nsvt). The arrhythmia was not thought to be device or therapy related. Right ventricular dysfunction did not exist prior to implant.